Event description:
A report was received that the patient had passed away. The physician is not aware of the patient's passing away as she was not his patient anymore.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2208-50, serial #s (B)(4), description: linear st lead - 50 cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.